Event description:
While troubleshooting low wbc, rbc and hemoglobin results on the 4c cell controls on the coulter act diff 12 analyze, the customer found a leak from the wbc bath which had overflowed inside the instrument. The volume was reported as one to two ml of fluid and the leak was contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No death or injury is attributed to this event and there was no change to patient treatment.. No patient samples were affected. The msds was reviewed. There is an exposure control / risk management plan in place at the facility. The operator did not seek medical attention.

Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to determine the cause of the leak. The cts had the customer drain both the wbc and rbc baths which drained properly. The cts then had the customer fill the baths and found the wbc bath was overflowing but the rbc bath is not filling correctly. The cts suspected the tubing at valve vl7 was obstructed so he had the customer back flush and drain vl7 multiple times to clear the obstruction. The customer drained and refilled the rbc and wbc baths successfully after back flushing the valve at vl7 to resolve the leak and low results for wbc, rbc and hgb on the controls. The customer reran the controls and all parameters recovered within acceptable ranges. (B)(4).